Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an open connection between pin 1 and pin 6, preventing the device from being recognized as a cac. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to an open connection within the connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the cac adapter was not providing power. There was no visual damage observed; the led was working. There was no abnormal usage reported. Ac adapter was tested with other controller without success. Ac adapter was exchanged. There was no impact to the patient.